Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start report revealed motor start events recorded (B)(6) 2020 at 10:44:54, on (B)(6) 2022 at 16:55:34, on (B)(6) 2022 at 18:31:21, on (B)(6) 2022 at 04:21:39, (B)(6) 2023 at 20:52:05, on (B)(6) 2023 at 21:56:54, on (B)(6) 2023 at 00:46:31, on (B)(6) 2023 at 02:58:32, on (B)(6) 2023 at 15:42:13, on (B)(6) 2023 at 00:23:11, on (B)(6) 2023 at 11:31:13, on (B)(6) 2023 at 01:29:35, on (B)(6) 2023 at 09:27:06, on (B)(6) 2023 at 02:30:36, and on (B)(6) 2023 at 12:44:46, 13:35:22, 13:36:06, 13:36:51, and 13:37:09, in which the motor start parameters were atypical. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: g3 date MFR rec was updated to (B)(6) 2024 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the motor start report and the available autologs report revealed motor start events recorded 02/jan/2020 at 10:44:54, on 05/jan/2022 at 16:55:34, on 10/apr/2022 at 18:31:21, on 06/aug/2022 at 04:21:39, 20/jun/2023 at 20:52:05, on 01/jul/2023 at 21:56:54, on 03/jul/2023 at 00:46:31, on 04/jul/2023 at 02:58:32, on 08/jul/2023 at 15:42:13, on 09/jul/2023 at 00:23:11, on 27/jul/2023 at 11:31:13, on 29/jul/2023 at 01:29:35, on 12/aug/2023 at 09:27:06, on 26/aug/2023 at 02:30:36, on 11/nov/2023 at 18:47:19, on 18/nov/2023 at 07:06:12, on 29/nov/2023 at 12:44:46, 13:35:22, 13:36:06, 13:36:51, and 13:37:09, and on 20/dec/2024 at 14:28:04, in which the motor start parameters were atypical. As a result, the finding was confi rmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power consumption on restart.  Review of log file data revealed a motor start event where the starting power was higher than the typical range.  This vad is part of the field corrective action (fca) remediation for failure to restart.  The vad remains in use. No patient complications have been reported as a result of this event.